Manufacturer narrative:
The type of medtronic stent graft affected by the ia endoleak has not been confirmed and is estimated. If information is provided in the future, a supplemental report will be issued.

Event description:
A heli-fx endoanchoring system was used in the endovascular treatment of a type ia endoleak on a mdt stent graft. It was reported that during the index procedure, the guide would not defect, this was observed when it was inserted into the patient, it was removed and the guide was attempted to be maneuvered outside to see the behavior of the material and it did not respond. An alternative guide was used instead. As per the physician the cause of the event was product related. No additional clinical sequelae were provided and the patient is fine.